Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data, which indicated that both sample tubes were processed from the same small sample container cup. Quality control and calibration were within acceptable range at the time of event occurrence. No errors were noted in the instrument data. A review of the aspiration profile showed that the sampling for sample in question was atypical. The hsc specialist concluded that the data was consistent with a sample integrity issue such as the presence of fibrin or microclots causing the elevated result. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni) result was obtained upon repeat testing on one patient sample on a dimension exl with lm instrument. A different sample tube was originally run on the same instrument, resulting lower. The sample in question was repeated on an alternate dimension exl instrument and on the same instrument, resulting lower both times. Only the result obtained with the first sample tube was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni result.